Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the event and utilization of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The reported cause of the peritonitis has been attributed to the patient¿s lack of aseptic technique during treatment as well as unsanitary home conditions with four dogs and feces inside the home. This is supported by the culture results of pasteurella pneumotropica which is often found in the normal oropharyngeal flora of domestic animals. Based on the available information the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. Upon follow up with the patient¿s pd nurse, the patient was presented to the hospital with complaints of abdominal pain. A pd effluent culture was obtained for culture and sensitivity testing. The culture white cell count was 6,140 (unknown units). The patient was admitted to the hospital with a diagnosis of peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and gentamicin for 14 days (dose not provided). The culture resulted positive for pasteurella pneumotropica. The patient continued to complete pd therapy utilizing the cycler during hospitalization. The patient was discharged on (B)(6) 2020 and continues to recover while completing antibiotic therapy at home. The cause of the peritonitis was attributed to a lack of aseptic technique and an unsanitary home (4 dogs and feces inside the home). The patient was able to complete treatment with manual exchanges on the date of the call to technical support.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.